Manufacturer narrative:
The customer¿s report of a leak from a pinhole in the neutraclear connector was not confirmed. Dimensional, functional and leak testing on the returned extension set showed no malfunctions. The syringe was observed to connect correctly to the neutraclear and the extension set. The root cause was not identified.

Event description:
The customer reported that the extension set leaked from a pin hole at an unspecified location when attached to a patient. There were no devices in use at the time of the event. The nurse educator attempted to replicate the event by flushing the set with a pre-filled syringe with several ml of fluid however did not witness any leaking from the extension set. There was no report of patient harm.